Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level close to 400 (mg/dl). Reportedly, contact believes that customer's elevated bg was caused by over eating, not administering enough insulin in bolus for food consumed, and hormones. Customer administered a correction bolus to treat bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.